Manufacturer narrative:
A customer from outside the united states reported observation of a nonreactive (negative) atellica im hbc total 2 (hbct2) result which was discordant relative to clinical expectation and repeat testing. MDR 1219913-2025-00172 was initially submitted on 23-sep-2025. Update, 05-nov-2025: siemens has concluded the investigation. The customer observed a single discordant nonreactive result, followed by a reactive result (considered correct) upon repeat. The initial result was questioned as the patient was known to be anti-hbct positive. Siemens reviewed assay calibration data and quality control (qc) results for hbct2 on this system with no anomalous observations. Reagent issues were essentially ruled out as qc was within expected ranges, and no issues were reported for any other samples. Return of the patient sample for testing is not warranted as the customer has conducted appropriate testing (and initial discordance was not reproduced). Review of instrument data showed relatively low water pressure, and detailed review showed evidence of a minor water leak associated with reagent probe 1 (used for aspiration of ancillary reagent). Siemens service performed on-site maintenance and some prophylactic replacement of parts. Instrument performance was verified following the intervention. No further information was provided by the customer following the service interaction. Based on the available information, a specific cause for the observed discordance could not be identified. The service intervention may have played a role in improving assay performance. The customer is operational, and no systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of a nonreactive (negative) atellica im hbc total 2 (hbct2) result which was discordant relative to clinical expectation and repeat testing. Siemens is investigating.

Event description:
The customer reports observation of a nonreactive (negative) atellica im hbc total 2 (hbct2) result which was discordant relative to clinical expectation and repeat testing when using hbct2 lot 016. A patient with a history of positive anti-hbct results produced an initial nonreactive (negative) hbct2 result during routine testing. The test was repeated an hour later using the same instrument and reagents, and a reactive (positive) result was obtained, which was considered correct and reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.